Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that auxiliary drawer 6 was not detected on the bus. A field service engineer (fse) found the rails were damaged, and the inner cage of the rail also had damaged the retractor band. The fse replaced the retractor band and rails, inspected, reseated the pyxibus cable and row board cable, verified the drawer functionality using diagnostics and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from pharmacy there were no adverse events or injuries reported based on this event.